Event description:
It was reported by repair work order that the fowler weldment was bent could not lay flat. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.